Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen assembly was damaged, with the screen beneath the top layer shattered and the device not providing readings or allowing insulin delivery, consistent with a fracture involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem affecting the device, characterized as a fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user. Thank you for the prompt updates.